Manufacturer narrative:
The device was returned to baxter's service department for eval. The reported condition, not alarming check tubing placement was confirmed, due to a faulty mechanism, due to a defective microswitch. The mechanism was replaced to fix the reported problem which is included in the upgrade to maple. The device will be returned to the customer.

Event description:
The user facility reported that the device did not alarm 'check tubing placement' as expected during testing. There was no report of patient involvement, patient injury or medical intervention. No other info is available.